Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received compromised force sensor system during priming. The customer¿s blood glucose level was unknown. Drive support cap was flush. Troubleshooting was performed. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, occlusion test or excessive no delivery test due to a33 alarms.